Manufacturer narrative:
Article citation: xu, p., brosamer, k., kourentzi, k., willson, r., hu, h., deva, a., adams, w. P., glicksman, c., mcguire, p., & kadin, m. (2025). Multiplex lateral flow assay combining cd30 and il-10 for the detection of bia-alcl. Aesthetic surgery journal, sjaf078. Advance online publication. Clarification to b5 description of event: as there are no specifics regarding which patients were diagnosed with alcl from each country, this record represents the possible benign seromas among the 32 australia patients. Clarification to h10 related report numbers: events noted in this report are reflective of the same literature review/patients as reported under mrn 9617229-2025-10764,9617229-2025-10793,9617229-2025-10794. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "benign seromas."

Event description:
Through journal article "multiplex lateral flow assay combining cd30 and il-10 for the detection of bia-alcl", healthcare professional reported "seroma fluids were collected from 40 [patients] in the USA and australia. 17 [patients] has benign seromas." Status of devices and affected sides are unknown. Manufacturer of the devices are unknown.